Manufacturer narrative:
Product complaint #: (B)(4). Adverse event or product problem: section updated. Outcomes attributed to adverse event: section updated. Type of reportable event: not reportable. Additional information was requested and the following was obtained: a call was held on (B)(6) 2019 between the surgeon and a cross-functional team. The surgeon provided a brief overview of his experience including information that he has more than 10 years experience performing gastric bypass procedures. He performs 12 surgeries per week, approximately 48-50 per month. He has a lot of experience with this device and has never seen a case like this before. The surgeon informed that he did not notice any issues during the initial surgery on (B)(6) 2019. The patient had a normal post-operative course and was released on day two post-op. On day three, the patient presented with severe abdominal pain and was admitted in septic shock. She was reoperated on post-op day four. During the reoperation, five liters of enteric contents were removed from her abdomen. She had two very small leaks; one on the proximal gastrojejunal anastomosis and one on the jejunojejunal anastomosis. The surgeon could see the staples in proper b-form with no abnormalities. It was also noted that there was a leak test performed in the initial surgical procedure on the proximal anastomosis and no leak was identified. When asked if the patient had other comorbid conditions besides morbid obesity, the response was that the patient was 35 years old without other comorbidities. The patient had been placed on the standard prescribed liquid diet postoperatively which consisted of tea, water, coconut water, and jelly for two weeks. The possibility exists that the patient could have been non-compliant, eating something outside the prescribed diet after post-op day two when she was released; the nurse of his office was told by other patients operated in the same week, that this particular patient had eaten solids before allowed. However, the surgeon feels the leak most likely started within the first 24 hours after surgery based on the poor condition the patient was in when she presented; she was already severely septic. The surgeon did not have any questions for the ethicon medical and engineering teams. He expressed that he is confident about the quality of the device. He speculated that as intestinal parasites are endemic within the region, it puts patients at an increased risk when having gastrointestinal surgery. The surgeon said he could not rule this out as a cause since this is common and endemic in his region, but he also did not see anything that suggested this infection in the intraoperative period; it is just a suspicion. He reiterated that he is confident in the device because he has used it so many times and has never experienced anything like this before. He regrets what happened to the patient and has no other explanations. He stated that he believes there is no connection between the device and the patient event that happened at this time. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Obesity (open bypass procedure). What anatomic structures were anastomosed with the device? Stomach, jejunum. What color cartridges were used? Tlc75 + blue reload code tcr75. How many total firings of the device were used? 4. Were other stapling devices or sutures used? If so, please explain. No. Were there any difficulties experienced with the device in the initial surgical procedure to include malformed staples? No. How was the fistula identified? Clinical exam in the 3rd day post-op and re-op in the 4th day post-op. What was observed at both anastomotic sites upon reoperation? The fistula occurred in the center of the staple line of the jejunum anastomosis ¿ 1st firing. Doctor information: there´s no leakage in the methylene blue dye test. Were there any issues noted with staple formation at any point throughout the care of the patient? Please describe. No. What was done during the reoperations? Suture with 3-0 pds. Was there any evidence of tissue ischemia at reoperation? No. Were there any other contributing factors to the complications to include patient factors or tissue condition? No. Can a detailed timeline of events, operative notes, or an autopsy report be provided? Yes, but the information will be available in a few days. Does the surgeon believe an alleged deficiency of the tlc device caused or contributed to the patient¿s death? Yes. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? If so, please provide 2-3 different dates/times when the surgeon and sales representative(s) would be available for a 15-30 minute conversation. Please include time zone. Yes, preferably in the afternoon weekdays. In the photo it is possible to identify the jejunal fistula. In the surgery scheme it is possible to identify the position of the two fistulas resulting from jejunal transection, that is, in the proximal and distal stump. Photo evaluation in progress. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the surgeon is interested in speaking with ethicon medical and engineering personnel ¿preferably in the afternoon weekdays.¿ can you please provide 2-3 specific dates/times when the surgeon and sales representative(s) would be available for a 15-30 minute conversation? Please include time zone.

Event description:
It was reported that in the month of (B)(6) (we have not yet had the exact date of the first surgery), the patient underwent a procedure to reduce the stomach and she presented a fistula in the clamp line of the two anastomosis performed during surgery, both in the gastrointestinal tract as in the whole integer. The patient after the first procedure was over four more times in an attempt to correct the problem, without success, and she died on (B)(6) 2019. The last intervention was performed the day before, that is, on (B)(6) 2019. Further information was provided that the procedure was an open bariatric bypass: "open bariatric surgery"; "open obesity surgery." The patient was operated with the kit containing 1 tlc75 + 3 blue tcr75 charges. The problem occurred on the 1st firing - jejunal transection, therefore, the reload that supposedly presented faults came preloaded in the tlc. In the other transects in the stomach, no failure was found in the staple line.